Event description:
It was reported one of the pt's ((B)(6)) occipital leads (off-label) migrated, resulting in a loss of stimulation. Surgical intervention was undertaken to reposition the impacted device. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.